Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Requested but not provided. Device not returned.

Event description:
It was reported that the iui of the device was corroded and caused an interruption of communication or power. There was no patient impact.